Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date; dianeal therapy was discontinued and the peritoneal dialysis catheter was removed (reported as treatment for the event and due to the hernia). It was not reported if the patient was recovered or was recovering from the hernia. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported that eight days after the hernia onset the patient underwent hernia surgery as a treatment for the event. The patient was discharged fifteen days after the surgery. This report has been reassessed and the baxter hardware is no longer a suspect product for causing the event of hernia. Should additional relevant information become available, a supplemental report will be submitted.